Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence and that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. No further information was obtained as customer declined troubleshooting with tandem technical support. Customer's blood glucose level was 132 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.